Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the software did not start. Upon functional testing, the fse found that the system did not turn on and the screen went black. The fse removed cover of m-cabinet and checked the status of all leds and found it on. The fse turn off the system and checked all the breaker and upon switch on issue persisted. Upon troubleshooting, the fse found back panel needed to be replaced along with xpb board, after replacement of both the parts issues didn¿t resolve. The fse found the problem of the computer not working was a faulty bios battery. After replacing bios battery, xpb board and back pannel, the system could start but fluoroscopy was not allowed. A ghost imaged was loaded, it did not solve the problem. At last, the fse confirmed that damaged xpb board affected the back panel, operating system processor, real-time image interface board which associated with it, so fse replaced all aforementioned parts, reloaded software, recreated database and formatted disks to solve the issue, then performed xperct gain calibration. After replacement and calibrations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not complete the boot up sequence. The device was not in clinical use. No harm was reported. Philips has started an investigation of the complaint.